Event description:
It was reported that during a lumbar fusion l4-s1 the head of the matrix reassembled pedicle screw broke off during insertion. The screw was retrieved and no fragments remained in the patient. Another screw was used to complete procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The product evaluation visual inspection revealed the first full thread of the implant-holding sleeve threaded interface has peeled away from the head of the bonescrew. The matrix technique guide as well as other product support information fully illustrates the proper method of loading and unloading screws from a holding sleeve. Improper technique resulting in propagation of forces exceeding the design's intended limits was the likely cause of failure. However, without inspection of the holding sleeve the complaint must be rendered indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 1 of 1 for complaint (B)(4).